Manufacturer narrative:
Manufacturing review: a complete manufacturing review could not be conducted as the lot number is unknown. Visual/microscopic inspection: the sample was returned clean. The balloon did not appear to have been inflated. The balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 12mm x 4cm balloon. A complete circumferential outer shaft break was noted at the proximal balloon to shaft joint. The inner polyimide underneath was intact and kinked. The catheter was kinked approximately 4.4cm proximal to the break in the catheter. However after review of the preliminary pictures, the manner in which the device was packaged for return may have contributed to the kinks. No kinks were reported by the user. There were no other anomalies noted on the device. The break was examined under microscopic magnification (20x). The edges of the outer shaft break were observed to be slightly stretched, indicating that excessive tension may have been applied to the shaft. Functional/performance evaluation: the patency of the guidewire lumen was tested using an in-house 0.035¿ guidewire, and it passed with no issues. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation is confirmed for a complete circumferential outer shaft break at the proximal balloon to shaft joint. The investigation is inconclusive for a balloon rupture, as functional testing could not be performed due to the poor sample condition (i.e. Catheter break). The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the event. Labeling review: the current vaccess pta balloon instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device.

Event description:
It was reported that the pta balloon allegedly ruptured (atm unknown). There was no reported patient injury.